Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced bent cannula event and also went to emergency room and eventually got hospitalized on (B)(6) 2024 due to diabetic ketoacidosis. The glucose level was high (unknown) and patient was treated with correction injection via multiple daily injection. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated. The batch 6007733 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3.0 and wi guidance for functional testing for complaints area version 2.0 for the code soft cannula found bent upon removal from infusion site. Complaint investigations. Physical samples were formally requested; however, they were not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing lot 6007733 was manufactured according to the wi version 114 in the line 8, on 22/jun/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 06/aug/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6007733 and other 7 complaints have been registered in database for the same lot 6007733 and malfunction code. Conclusion summary of the related event: this is a complaint which is being addressed as part of a corrective and preventive action (CAPA) 1768101: "autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code.

Event description:
To date no additional patient or event details have been received.